Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a battery out of limit, also the customer experienced high blood glucose. The customer replaced battery eight times, but insulin pump continued alarming. The customer's blood glucose was 541mg/dl; treated with manual injection. The customer was advised to monitor device.